Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation. Reoperation has not been scheduled at this time.

Event description:
Patient reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis identified a device with black particles in the fill channel and flat creases. Additional, changed, and/or corrected data: b.5., d.7., g.3., h.6.

Event description:
Device has been explanted.